Event description:
It was reported a patient experienced a break in aseptic technique, further described as the patient did not wear a mask while performing peritoneal dialysis (pd) therapy with unknown baxter disposables, which caused peritonitis. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed